Event description:
It was reported that during a laparoscopic nissen procedure, the grasper broke during normal use. No patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.